Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred frequently between 4/15/2026 and 4/16/2026. The sensor was inserted into the other, which is off-label usage of the device, on 2026-04-12. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.